Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was not impacted. During troubleshooting, it was verified that the pump turned on, however, pump touch screen display was dark. Customer reverted to an alternate method of insulin therapy.